Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu). Investigation conclusion: with all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the patient could no longer feel stimulation. The patient raised the stimulation settings on the implantable pulse generator (ipg) and was able to feel the stimulation in an irregular fashion, the stimulation would disappear completely and then overstimulate the whole body continuously for a few seconds. The ipg was reprogrammed using different stimulation programs and parameters but the issue remained. The physician replaced the ipg and the patient is doing well post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could no longer feel stimulation. The patient raised the stimulation settings on the implantable pulse generator (ipg) and was able to feel the stimulation in an irregular fashion, the stimulation would disappear completely and then overstimulate the whole body continuously for a few seconds. The ipg was reprogrammed using different stimulation programs and parameters but the issue remained. The physician replaced the ipg and the patient is doing well post-operatively.